Event description:
It was reported while using an unspecific amount of bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: elaboration of issue with needles? What was the event? When trying to push air or fluid out of the syringe it is very difficult or we are not able to, as if there is a blockage.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2040095; medical device expiration date: 31jan2027; device manufacture date: 09feb2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
It was reported that the needles were clogged. No samples have been received for evaluation. A device history record review was completed for provided lot numbers 2040095 and 2025239. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Additional device histories were reviewed for each batch of needles used in the manufacture of provided lots. During the history review, two lots were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using an unspecific amount of bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: elaboration of issue with needles? What was the event? When trying to push air or fluid out of the syringe it is very difficult or we are not able to, as if there is a blockage.